Event description:
It was reported that there is a 2mm spacing between the needle cannula and the needle core, so it could not cut and remove the histology sample of the kidney. No patient injury reported.

Manufacturer narrative:
The device history record was reviewed, and no deviations/issues were identified associated with this problem in regards to product materials or during packaging, manufacturing or qc inspection processes. All necessary inspections were performed showing quality acceptance throughout all the manufacturing, packaging the inspection activities and for raw material utilized in the manufacture of this lot, in regards to the problem described. This is the only complaint reported for this lot number to date. The sample was returned and the device were visually inspected. It was noticed that the stylet notch, which should have been molded into the hub and not visible, was exposed. The sample notch was also exposed confirming the complaint. It was noted that it was possible to move the stylet back and forth within the hub. There was also a space, behind and around the stylet, void of material, which allows the stylet to move freely back and forth. A functional test was performed using a magnum driver and because of this notch exposed, the amount of tissue sample could not be collected totally. At this time, it is unknown if the voids are the actual root cause or a contributing factor to these events, therefore, the root cause is unknown.